Manufacturer narrative:
(B)(4).

Event description:
Revision of the shell and insert (third party products) due to aseptic loosening with exchange of the ceramic ball head (s&n product) by a metal ball head (third party product). According to the information of the hospital, there was no malfunction of the ceramic ball head reported.